Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse reported to fresenius customer service that a dialyzer blood leak occurred during patient treatment. There was no harm or medical intervention reported at intake. Additional information was requested, however, to date a response has not been received.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed towards the header cap. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the leak was caught before it hit the sensors. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100-350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and is unable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d4 'n/a' removed from serial #, e1: last name updated. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: d4 'n/a' removed from serial #, e1: last name updated. Additional information: a1-a4, concomitant products.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed towards the header cap. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the leak was caught before it hit the sensors. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100-350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and is unable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
MDR follow up # 1 h10 correction e1: first name was removed from 'last name' section. MDR follow up # 1 h10 correction: additional information has been received and b5 was updated.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed towards the header cap. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the leak was caught before it hit the sensors. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100-350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and is unable to be returned to the manufacturer for evaluation.